Event description:
It was reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated and tightened the interconnect cable connectors. The system operates as intended.